Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as a sore that has become an open wound. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a antibiotics and an antibiotic ointment as well as taking off the lifevest for the open wound until the area heals. Follow up indicated that the open wound improved.

Manufacturer narrative:
Not applicable.